Event description:
It was reported to boston scientific corporation that an rx needle knife xl was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, upon using the device, the needle got detached from the catheter and fell in the ampulla, wherein it caused a superficial bleeding on the site which just stopped on its own. The detached needle was retrieved using an rj4 biopsy forceps. The procedure was not completed due to this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). A visual and functional examination of the complaint device could not be performed as the device was not returned for analysis. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications. Labeling review was performed and no anomalies were found. Based on the available information, it is possible that due to anatomical or procedural factors encountered during the procedure, performance and/or integrity of the device was limited and may have contributed to the failure. Therefore the most probable root cause is operational context.